Manufacturer narrative:
Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. No crack case in the back of the pump noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a crack on the pump going from the top to the bottom. The customer's blood glucose level was 6.0 mmol/l at the time of the incident. The product was returned for analysis.